Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. Due to delivery delay, the customer required third party treatment but refused to provide any additional details as to what treatment was provided, when it was provided, where it was provided, and who provided the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to their refusal to answer any questions. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty, or damaged components; software/data corruption; or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system, and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. At this time the freestyle optium neo meter and precision strip has not yet been returned for this complaint. An extended investigation was performed. The device history records (dhrs) for the products were reviewed and the DHR indicates the products meet per its specification prior to release to distribution. Retain testing was performed for precision strips, and all units performed in specification and passed. The reported product is not expected to be returned. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section h4 (device mfg date) and h6 (annex a) were updated based the extended investigation.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. Due to delivery delay, the customer required third party treatment but refused to provide any additional details as to what treatment was provided, when it was provided, where it was provided, and who provided the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer indicated product cannot be returned due to their refusal to answer any questions. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.